Event description:
A little over a month later it was still reported that stimulation was in the wrong location. The patient was seen on (B)(6) for reprogramming, as program one for the left leg and program two for the right leg. The reprogramming helped for about two weeks; however, now even when on program one stimulation was only felt in the right leg. So far the implanted system was not working as well as the temporary system.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A month later the patient stated that he was reprogrammed and now has coverage in his foot. The spinal cord stimulation (scs) system was functioning normally. It was checked at the time of reprogramming. Some of the difficulty was the family and patient expectations. The company representatives have done a great deal of education with the patient and family; also kept the surgeon informed of the patient expectations. The patient has received 50% or greater relief of pain.

Event description:
It was reported that the patient had stimulation from their implantable neurostimulator (ins) in the wrong location. Specifically, the patient only felt the stimulation on their right side and should be feeling it on the left side. It was reported that this change in stimulation was sudden in nature and was noticed in the past 2-3 days. There were no reported recent events or trauma associated with the onset of the event. There were no further interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information.